Event description:
The surgeon attempted to implant an aa4204vf silicone plate lens but it became stuck in the cartridge prior to being inserted. There was no pt contact or injury. The nurse stated it was unk as to why the lens became stuck. An msi-pr injector and an mtc-60c cartridge, lot number 1197053 were used but the nurse was unable to recall the lot number for the injector.